Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The arctic front catheter was inserted into the flexcath steerable sheath. During aspiration, air was coming out of the flexcath sheath. The physician replaced the arctic front catheter and the flexcath steerable sheath and the same problem occurred. The cryoablation procedure was not performed; rf procedure was used instead. No adverse event occurred.